Event description:
It was reported that patient had an inflatable penile prosthesis (ipp) placed (B)(6) 2020 and he is unable to squeeze the bulb. He says dr. (B)(6) is able to pump his device, but when he got home he complains that it is hard as a rock. Patient liaison gave him tips and tricks to include pulling down on the pump (he says this is difficult because he has a small scrotum and the pump is lying sideways with the button to the back) but he will try/burping the pump and the anti- stiction technique. He would love an opportunity to speak with the rep to see if you can possibly meet with him at the drs. Office for some further training and trouble shooting. He said he has put a call into the office but they have not called him back and he is worried because he was told he needs to inflate his device daily.